Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out it was observed via fluoroscopy that the rv lead had externalized conductors and high capture threshold. The lead was capped and replaced.

Event description:
Additional information that the patient was well.